Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, d4, g3, g6, h2, h6 and h11. The complaint for malposition -valve migrates from deployment position and regurgitation were confirmed with objective evidence with the provided images. No manufacturing or functional non-conformities were found or identified from the imaging evaluation. Available information suggests that handling the device during procedural time may have contributed to the reported malposition event. The device is stable with adequate leaflet movement. There is no evidence of device malfunction for the regurgitation too. Based on the available information, a definite root cause for the regurgitation is unable to be determined.

Event description:
Upon completion of internal imaging review, there is confirmation of device embolization resulting in reintervention (valve in valve procedure) in the latest intra-op transesophageal echo dated ((B)(6) 2024). The intra-op evoque procedure tee (dated (B)(6) 2022), showed evidence of ectopic device placement resulting in worsening of tr (tricuspid regurgitation). Furthermore, there is evidence of device migration in discharge tte (dated (B)(6) 2022) compared to the post-op assessment. The (1-year) follow-up tte echo dated (B)(6) 2023, shows evidence of total cumulative tr as severe. The latest follow-up tte (dated (B)(6) 2024) shows a stable evoque device, but positioned low in the rv, and a well seated valve in valve in the tricuspid valve position resulting in successful implantation. There is trace tr noted with no evidence of a pvl.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of an evoque valve in the tricuspid position where core lab analysis of post-procedure echo and tte (transthoracic echo) on (B)(6) 2022 documented that the device had mild rocking and was implanted low, especially at the anterior aspect. Also, pvl (paravalvular leak) which was not measurable was present on the septal and anterior sides with the competitive flow. There have been no adverse events reported regarding these findings and no documented treatments. Per the core lab discharge tte there was also mild central tr (tricuspid regurgitation) but there was moderate pvl (mainly lateral but smaller pvl septally) with competitive flow. Additional information received on (B)(6) 2024 from clinical safety stated that the pvl was noted to be severe and required a reintervention. There was acute on chronic systolic and diastolic congestive heart failure class iii-4c with exacerbation. Tte on (B)(6) 2024 showed moderate to severe tr, tte on (B)(6) 2024 demonstrated progression to severe tr with moderate-large left pleural effusion. Patient was admitted to the hospital on the same day with intentions of valve in valve intervention. There was elective transcatheter tricuspid and mitral valve-in-valve replacements on (B)(6) 2024 with no significant prosthetic or periprosthetic regurgitation noted and the patient was discharged on (B)(6) 2024.